Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported that the zoom function would disengage during use. There was patient involvement however there were no consequences or impacts to the patient.

Manufacturer narrative:
The products were not evaluated, but the issue was discussed with the customer, and it was determined the stretchers were being used on a steeper incline than is recommended, causing additional drain on the battery, and ultimately a loss of zoom functionality.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported that the zoom function would disengage during use. There was patient involvement however there were no consequences or impacts to the patient.